Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that her son came home from camp the day prior with low blood glucose but now he is high. The caller stated that the doctor wants to make sure that the pump is okay. She said that the customer received an alarm on (B)(6) 2017. Troubleshooting was done and there was nothing that was found to attribute to the customer¿s high blood glucose. The caller said that the customer had ketones. During high blood glucose troubleshooting, the customer¿s blood glucose was 490 mg/dl and he was vomiting and had a stomachache. The drive support cap appeared normal. She said that insulin did exit at the quick release. There were no leaks found. The pump passed the high-pressure test. They were advised to change the entire set, reservoir and insulin and treat per their doctor¿s instructions. The caller said that the customer is being treated by his pump and by manual injections. The insulin pump will not be returning for analysis.